Event description:
(B)(4) . I had this device implanted on (B)(6) 2012 and since then I have the taste of metal in my mouth. I have to drink something with caffeine just to have enough energy to wash dishes or wash clothes. The past few months (since (B)(6) 2015) I've been having really bad pains in my chest (I looked that up and it said that the coils could've broke and it be in my body or it could be blood poisoning) I talked to my doctor and she told me to get on insurance and come back and she can take it out (possibly by hysterectomy) . I go to bed at 6:30pm and I have to make myself get up at 10:30-11am. I never have energy and when I'm standing longer than a few min I start to get light headed and have to sit down. I get pains in my stomach and my back and I can feel the pain shot down to my "v" . I go to town to pay bills and by the time I get there I forgot why I came to town so I just go back home (I usually remember by that night or the next morning) I have to keep a notebook with me at all times. I have to write down everything I have to do and/or pay.. Twice a year I have labor pains, I feel pressure and feel like I'm having a baby after 20 mins it goes away. I can't afford to go to the hospital every time something happens so I lay on my bed or couch until it slacks up long enough to get up. It hurts to have sex with my husband every now an then it doesn't hurt but that's rare bc it hurts almost every time . I really want this out of me!!!!!